Event description:
The customer reportedly obtained a 36 mg/dl and 138 mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer was asymptomatic. She consumed a "small glass of orange juice and some honey between the results. No adverse event reported. New system sent to customer and return requested.